Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance met during thumb advancer/exchange sheath splitting and bent garage leaves were confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting resistance was met and the leaves of the garage tube were observed to be bent into the subcutaneous tissue preventing removal of the device. The safety release was activated retracting the locator wings, the thumb advancer was unlocked/retracted, and counter traction with an assertive pull were used to remove the device. There was no damage to the subcutaneous tissue tract. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following information was received via a maude event report ((B)(4)): "when the physician started to use the instrument, he noticed that the inducer tube was completely shredded. The instrument was exchanged and the procedure was completed without harm to the pt." No additional information was provided.